Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 5/3/2018. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) for the lot number 17752373l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: carto 3 system, us catalog #: fg540000, serial (B)(4). Smartablate generator, us catalog #: m490007, serial (B)(4). Smartablate pump, us catalog #: m490008, serial (B)(4). C3 interface cable - therapeutic, us catalog #: cr3434ct, lot #: unknown. (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and carto® 3 system interface cable and suffered a cardiac arrest requiring defibrillation. During the procedure, while the thermocool® smart touch® sf bi-directional navigation catheter was in the coronary sinus, the physician unplugged the thermocool® smart touch® sf bi-directional navigation catheter from the re-sterilized carto® 3 system interface cable to unwind the cable torque. Physician encountered difficulties reseating the cable and inquired regarding compatibility, stating that the connection was not fitting as expected. Cable and catheter compatibility was confirmed. Upon reconnection, patient was noted to be in ventricular fibrillation. With the thermocool® smart touch® sf bi-directional navigation catheter in the coronary sinus, the patient was externally defibrillated and converted from ventricular fibrillation to sinus bradycardia (heart rate in the 50s). Catheter and cable were replaced and the procedure was completed without further incident. Patient did not require extended hospitalization as a result of the adverse event. Patient fully recovered with no residual effects. It was noted that there was a conversation referring to a rhythm-induced cardiomyopathy that has improved since an atrial flutter procedure two months ago. Physician¿s opinion regarding the cause of the adverse event is that it was related to a biosense webster, inc. Product malfunction. It was noted that upon re-connection of the catheter and cable, current was delivered to the heart via the thermocool® smart touch® sf bi-directional navigation catheter. Physician noted that the electrical interference/discharge resulted in ventricular fibrillation. Physician indicated that the issue may have been with the cable, the catheter, or possibly the patient interface unit (piu). It was noted the recording system electrograms revealed that after the electrical interference saturated the electrogram tracing, the patient was in atrial and ventricular fibrillation. Just prior to defibrillation, the patient was in ventricular fibrillation only. Alert 1500 populated on the carto 3 system, indicating that respiration gating training was required. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable under the thermocool® smart touch® sf bi-directional navigation catheter. Since the potential risk that current leakage ¿ device disruption and bad/partial ECG (bs or ic) could cause or contribute to a death or serious deterioration in state of health was remote, these issues were assessed as not MDR reportable.

Manufacturer narrative:
Additional information was received on may 8, 2018. Upon reconnection, with the thermocool® smart touch® sf bi-directional navigation catheter visualized in the coronary sinus, approximately 1.5 seconds of erratic electrical activity occurred on all sources of body surface and intracardiac signals on the carto 3 system and the recording system. Physician interpreted this erratic electrical activity to be a result of current leakage. This was followed by a flat line, which was followed by a low-frequency fibrillation-like waveform in both the atria and ventricles. Just prior to defibrillation, the patient was in ventricular fibrillation only. It was noted that the anesthesia machine ECG signals were not available, as the carto location pad was in use (per workflow). Medical history includes a rhythm-induced cardiomyopathy that has improved since an atrial flutter procedure two months ago. Physician¿s opinion regarding the cause of the adverse event is that it was related to a biosense webster, inc. Product malfunction, specifically possible current leakage upon reconnection of the catheter and cable. Upon review of the recording system electrograms, the physician determined that since the patient was in atrial and ventricular fibrillation, it must have occurred as a result of current leakage from the thermocool® smart touch® sf bi-directional navigation catheter into the coronary sinus, as the coronary sinus is located in the atrioventricular groove. The biosense webster representative indicated that he suspected the re-processed (in-house) cable to be the source of the issue, as the facility has no tracking mechanism in place to determine how many times the cable has been re-processed. The biosense webster representative also indicated that there was a low likelihood that the reconnection efforts resulted in movement of the distal end of the thermocool® smart touch® sf bi-directional navigation catheter, based on the amount of effort that was involved in reconnecting the catheter and cable. Per the additional information received clarifying the signal issue, removed device code of ¿artifact/1036¿. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Correction to follow-up #1 as it stated that per the additional information received clarifying the signal issue, removed device code of ¿artifact/1036¿. This device code should not be removed per the additional information that was provided that described that the physician had no clear ECG signals available. This signal issue has been assessed as a reportable malfunction. Therefore,¿ product problem¿ has been processed. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Investigation summary: it was reported that a (B)(6) year-old male patient underwent an ablation procedure for paroxysmal atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and carto® 3 system interface cable and suffered a cardiac arrest requiring defibrillation. During the procedure, while the thermocool® smart touch® sf bi-directional navigation catheter was in the coronary sinus, the physician unplugged the thermocool® smart touch® sf bi-directional navigation catheter from the re-sterilized carto® 3 system interface cable to unwind the cable torque. Physician encountered difficulties reseating the cable and inquired regarding compatibility, stating that the connection was not fitting as expected. Cable and catheter compatibility was confirmed. Upon reconnection, with the thermocool® smart touch® sf bi-directional navigation catheter visualized in the coronary sinus, approximately 1.5 seconds of erratic electrical activity occurred on all sources of body surface and intracardiac signals on the carto 3 system and the recording system. Physician interpreted this erratic electrical activity to be a result of current leakage. This was followed by a flat line, which was followed by a low-frequency fibrillation-like waveform in both the atria and ventricles. Just prior to defibrillation, the patient was in ventricular fibrillation only. It was noted that the anesthesia machine ECG signals were not available, as the carto location pad was in use (per workflow). The device was visually inspected and it was found in good conditions. The magnetic sensor was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor was tested and it was working properly, the force values were observed within specifications. Then, electrical test was performed on the catheter and it was found within specifications. No electrical malfunction was observed. Additionally, the catheter was tested on the generator and the temperature and impedance values were observed within specifications. Then, the irrigation and deflection test were performed and it was found within specifications, the catheter was irrigating and deflecting correctly. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the adverse event remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. Manufacturer's reference number: (B)(4).